Event description:
General report received of an unspecified number of undocumented incidents of silicone sleeves of the clave y-sites remained in the opened position. The tubing sets were being used to deliver unspecified medications via gravity. At unspecified times, male adapters of unspecified syringes were connected to unspecified clave y-sites on the tubing sets. It was reported that the silicone sleeve of the clave y-sites remained in the opened position and unspecified volumes of solutions leaked. No specific event details were provided. Multiple unsuccessful attempts were made for additional info including of the tubing sets were replaced and the therapies were resumed, if there were any reported adverse pt effects, delays in therapies critical to these pt, and if medical interventions were required.

Manufacturer narrative:
The customer indicated the devices were discarded. During the investigation, no possible causes for the customer reported silicone sleeves of the clave y-sites remained in the opened position were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.